Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump fill estimate gauge was inaccurate. Customer reloaded the cartridge and received an accurate reading. Customer could not recall blood glucose level; however, reported it was between 54-500 mg/dl.